Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a damaged conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a damaged conductor wire was confirmed by failure analysis. Common causes of damaged conductor wire insulation is attributed to damage from mechanical impact. Isi followed up with the initial reporter and obtained the following additional information: customer stated that is unknown if the issue was first observed intraoperatively or when the instrument was removed from the patient. It is unknown what kind of damage was observed, or if there was any wire exposed due to damaged insulation, or if the cable was broken in half. It is unknown if there was a loss of cautery, or thermal damage at the site of insulation damage. It is unknown if there was any arcing observed, instrument collision, if there were any problems removing the instrument through the cannula. It is unknown if the procedure was completed with the same instrument or a backup instrument. It is unknown if a fragment fell into the patient and if it was removed, or if the fragment was retrieved during another surgical procedure. No patient demographics were provided.

Event description:
Refer to h11 for follow-up information.